Event description:
Patient underwent an endovascular procedure to treat a zone-9 infrarenal aneurysm, utilizing gore® excluder® aaa endoprosthesis. During the procedure, fsa reports there was some blood leaking through the tuohy borst valve. The leakage did not result in blood loss that requires transfusion. Physician does not know what caused this issue. Deployment was rushed due to this leakage. The device was successfully deployed with no further issues. No patient harm was observed. The delivery catheter was discarded. Images are not available. No further patient information is available. Patient tolerated the procedure.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. Additionally, delivery catheter was discarded. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.